Manufacturer narrative:
Title: efcacy of microwave ablation versus radiofrequency ablation for hepatocellular carcinoma: a propensity score analysis source: abdominal radiology (2021) 46:3790¿3797 https://doi.org/10.1007/s00261-021-03008-9. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated outcomes of patients who underwent microwave ablation and radiofrequency ablation for hepatocellular carcinoma between january 2014 and april 2020. Microwave ablation (mwa) was performed using an emprint ablation generator with thermosphere technology with an emprint long percutaneous antenna (30 cm) and radiofrequency ablation (rfa) was performed using a cool-tip rf generator with a cool-tip rf single needle (25×3 cm). There were 249 patients: 93 treated with mwa and 156 treated with rfa. Complications in the emprint group included hemorrhage, liver infarction and pneumothorax. Complications in the cool-tip group included hemorrhage, cholecystitis and liver abscess. No interventions were reported.